Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving lioresal 2000 mcg/ml via an implantable pump. It was reported that about a month ago in (B)(6) 2024 the patient started to have symptoms of withdrawal including severe spasms and sweating. The physician stated they tried to increase the dosage 20% two times without results. They confirmed the patient had no uti and they were able to successfully aspirate the catheter access port. The physician stated they were able to pull 2 ml of fluid out that they would send for analysis. Additional information received from the health care provider (hcp) indicated that the patient was referred for exploratory surgery but the surgery was then cancelled. The analysis results of the 2 ml of fluid that had been pulled out was consistent with cerebrospinal fluid (csf), 1 white blood cell (wbc), 63 red blood cells (rbc), clean [?], glucose 52 and protein 34. The patient's symptoms resolved withing 2 days of the catheter access aspiration and performing bolus re-programming. The hcp suspected that there was temporary blockage of the catheter. Actions/interventions taken included diagnostic catheter access aspiration and reprogramming of the pump. The patient's symptoms resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-aug-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.